Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic, several episodes of ventricular tachycardia and an episode of ventricular fibrillation were detected due to right ventricular undersensing. The existence of undersensing delayed therapies. Antitachycardia pacing therapy was eventually delivered multiple times; however, the patient could not be converted. Some of the recommended programming changes were made. The patient will return to the clinic. No adverse consequences were reported.

Manufacturer narrative:
Correction -yes is selected in follow up report which was missed in initial report. PMA number and UDI number is added in follow up report which was missed in initial report.